Event description:
It was reported ongoing occlusion alarms occurred. There was not adverse impact to the customers blood glucose level. The customer will use manual dose injections as therapy until the replacement pump arrives.